Event description:
A report was received requesting the need to replace the system interface pcb on a 2600 system. There was no report of pt injury or add'l details.

Manufacturer narrative:
A ge service rep performed an on site investigation. Delivered and installed the system interface pcb. The system was tested and found to be working as intended and placed back into service.